Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after successful deployment of a bifurcated device, a suprarenal aortic extension and a limb extension, a proximal type I endoleak was noted intraoperatively. Reportedly, during final angiogram the proximal type I endoleak was identified. The physician elected to treat the pt by implanting a balloon expandable stent, which successful corrected the endoleak. The p tolerated the procedure well. Additional information: pt presented with large reverse conical non-aneurysmal neck with competing angulation; which measured 20mm in diameter just to the renal artery, and flared out to 30m in diameter for approx. 10mm before expanding into the abdominal aortic aneurysm.

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. However, intra-operative CT images and the planning sizing sheet were provided and reviewed by a clinical representative. The direct cause of the reported event could not be determined based on the information provided. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.